Manufacturer narrative:
(B)(4). The device was serviced onsite and is not available for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a flexible ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2021. During the procedure, the laser could not be used due to system error 1515 - low supply voltage. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.